Event description:
At approximately 2 years and 8 months after the primary surgery, the patient experienced implant loosening. No further information has been received.

Manufacturer narrative:
Batch review performed on 11 may 2026 lot 2218146: (B)(4) items manufactured and released on 05 january 2023. Expiration date: 07 december 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Lot 2005100: (B)(4) items manufactured and released on 11 september 2020. Expiration date: 02 september 2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.